Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
During the procedure it was reported that the coil was unable to be detached despite 3-4 attempts with the instant detacher. No other detachment method was attempted by the physician. The device was removed from the patient.no patient injury was reported as a result of the procedure